Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was having issues with either the insulin pump or the site. The customer had a high blood glucose level of 500 mg/dl. The customer treated with a manual injection. The customer found that the infusion set's cannula was bent. The bent cannula occurred during the first day of usage. The customer will be sent a replacement for her infusion set.